Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to a report received via the tandem customer technical support team approximately on (B)(6) 2025 the patient was hospitalized due to inaccurate readings. No symptoms, treatment, cgm readings, or blood glucose values were documented in relation to the event. Attempts to obtain additional information were made but were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.